Manufacturer narrative:
Correction information has been provided in d.4. Additional information was provided in d.4., d.9., h.3., h.6. And h.11. One opened company handpiece injector was returned for evaluation for the report not screwing correctly. A visual inspection of the intraocular lens (iol) handpiece injector was performed and was found to be non conforming, the company model barrel or plunger assembly was observed to be seized. A dimensional inspection for plunger position height could not be performed due to the seized condition. A functional thread to barrel engagement check could not be performed due to the seized condition however, the knob was observed to spin freely on the plunger. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported products acceptance criteria. The evaluation does confirm the injector was seized, which could result in not screwing correctly as reported by the customer. How and when how the injector became seized cannot be determined from this evaluation however, a manufacturing related issue cannot be ruled out. The injector was manufactured in october 2007. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of not screwing correctly. Additional information has been received and stated that there was no patient contact.